Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a 6f sheath (unknown). It should be noted that the patient¿s anatomy was calcified. During the procedure, the physician encountered resistance while advancing the catrx to the lesion. It was reported that the catrx would not cross a specific area in the coronary artery due to stenosis; therefore, the clot was never reached, and the catrx was removed. The procedure was completed using a stent device, a balloon device, and the same sheath. There was no report of an adverse effect to the patient.